Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, high, out of range pacing lead impedance and increasing capture thresholds were observed. Programming changes were recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2015 due to lead fracture and insulation damage.

Manufacturer narrative:
Follow up needed to report patient in study.